Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Upon removing old catheter, the cuff came off and was stuck in pt. Ir retrieved cuff.